Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (lowest 50 mg/dl) and the carbohydrates were consumed to address the bg. The customer was not sure what caused the low bg and thought it might be related to not consuming enough carbohydrates. The customer declined to upload pump data for review. Tandem technical support advised the customer to discuss the event with a healthcare provider.